Event description:
Pt wore infusion pump while having an magnetic resonance imaging examination. User manual indicates that the pump should not be worn in proximity to such strong magnetic fields. Pt returned pump for eval. Discussions with pt identified exposure of pump to the magnetic resonance imaging magnetic field.